Event description:
Manufacturer received initial report of explant of the system with explanation of "malfunctioning system" via the annual device tracking report. Follow up informaiton received from hcp indicated that the pump was "bothering" the patient and the pt was not happy with the pain relief. Pt had higher residual volumes in the device than expected and when a dye test was performed the pt experienced "horrific pain" in the left hip area as well as the pt's other side. The pt wad admitted to the hospital to achieve pain control. The pump was explanted and the pt has returned to the pt's general physician for follow up.